Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. Patient said they haven't had the same results as they did with the trial. They further said the first week after [implant] surgery they were constipated so no results were made. For the second week, the patient said they were on their menstrual cycle, so they had loose stool, so they've only had a week and a half or so to tell if the device is helping. The patient said the device has maybe given them 15% of improvement. Prior to the call, the patient vaguely remembers their manufacture representative (rep) saying they have four settings and there are seven. The patient said they tried all four programs and experienced uncomfortable stimulation. The patient said none of them helped and they want to get new programs. The patient's healthcare provider (hcp) moved so they don't have a doctor. As a result of what was reported, an email was sent to the rep to see if they can recommend an hcp and assist the patient with reprogramming. Additional information was received from the consumer on (B)(4) 2018. The patient went to the office of a second healthcare professional (hcp) a month ago and got new programs because she was not having good results from the implant. Patient states since the new programs she is still not getting any positive results. Patient states that since implant she does not feel like the stimulation is in the same spot as it was during the test phase. The patient did not want to do further troubleshooting over the phone because she knows how to use the programmer and has tried all the programs. Patient was redirected to hcp to resolve therapy concerns. Patient requested to contact a local manufacturer's representative (rep) for reprogramming, and an email was sent to the rep; rep responded they would connect with patient and hcp to set an appointment. Additional information was received from the manufacturer's representative (rep) on (B)(4) 2018: the rep stated they had not met wit h the patient and no appointment had been scheduled. The rep requested that the hcp arrange an appointment. No further complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1sh13, implanted: (B)(6) 2018. Product type lead. Update: previously submitted device, method, result, and conclusion codes related to this event only apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause for the stimulation issues was determined, the patient said the wire(s) are not hitting the s3 nerve per their healthcare provider (hcp); this information was determined at the last appointment. In middle of july, the patient tried new settings. In middle of august, it was determined that the patient will need surgery again. When asked to describe where the patient was feeling stimulation/how it was different from the trial, the patient said they now feel stimulation in their pelvic area, but mostly in their buttock crease and down their leg. They added that they felt stimulation in the pelvic area and upper buttock along with a tighter closing of anal opening in the trial. They also added that they were able to complete their bowels during the test phase. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the wire(s) not hitting the s3 nerve and if the cause was determined, the patient guessed and said their lead moved some point after placement. They added that they were on the couch for a few weeks after placement; they did not do an activity that would have led to this lead issue. The patient said explant/replacement/revision is not scheduled yet; they had to find a new surgeon. Patient added they are now trying to determine if they should do the test phase again or go to the operating room (or) and have the lead replaced properly. No further patient complications have been reported as a result of this event.